Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The indication for the implant was progressive deep vein thrombosis (dvt), despite the use of anti-coagulants. According to the information provided, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and fractures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received in the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). Three months and twenty-five days post implantation the patient had the filter removed percutaneously via the right internal jugular vein. There was no thrombus noted in the filter, the filter was noted to be intact, however a singular strut fracture was observed. A non-cordis filter was then implanted. A left femoral venogram demonstrated extensive pelvic collaterals without any visible external or iliac vein the occlusion was distal to the level of the inguinal ligament. It was felt that an attempt at percutaneous recanalization would not be feasible. The plan was to discuss consideration of a venovenous bypass from the left common femoral vein to the right common femoral vein to see it would relieve the patient¿s edema symptoms. The patient profile form as0s noted that the patient reports to be suffering emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of chronic deep vein thrombosis (dvt) despite anticoagulation and may-thurner syndrome. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported filter tilt and potential fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Per the instructions for use (IFU), filter fracture is a known potential long term event associated with the use of the complaint device. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant, and does not represent a device malfunction. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Clinical factors that may have influenced the event include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Created in error. There is no new information that alters the previous file type determination, coding, reportability determinations and/or the processing of the file.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). Three months and twenty-five days post implantation the patient had the filter removed percutaneously. The patient also reports to be suffering emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of chronic deep vein thrombosis (dvt) despite anticoagulation and may-thurner syndrome. Per the medical records, after the trapease filter removal the patient was implanted with a non-cordis filter was. When the trapease filter was removed there was no thrombus noted on the device. A review of the manufacturing documentation associated with this lot (15844465) presented no issues during the manufacturing process that can be related to the reported event. Corrected data: (date of event), (product code). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and fractures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt and fractures. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.